Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis human papilloma virus, cervical cancer, dysplasia, cervical intraepithelial neoplasia iii, rectal pain, vaginal discharge, lower abdominal pain and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain /chronic"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in august 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved and the abdominal pain, psychological trauma, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no. Of trailing coils on each side- right- 04 to 05, left- 03. Discrepancy noted in date(s) of removal from previous follow-up: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added- abdominal pain, mental disorder, genital bleeding, vaginal infection, vaginal discharge. Events outcome updated. Reporter added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pelvic pain area') and pelvic inflammatory disease ('chronic pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis human papilloma virus, cervical cancer, dysplasia, cervical intraepithelial neoplasia iii, rectal pain, vaginal discharge, lower abdominal pain and abdominal pain. Concurrent conditions included hip swelling and bacterial vaginosis. Concomitant products included ethinylestradiol; norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008 and metronidazole (flagyl). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain /chronic"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved and the pelvic inflammatory disease, psychological trauma, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no. Of trailing coils on each side- right- 04 to 05, left- 03. Discrepancy noted in date(s) of removal from previous follow-up: (B)(6) 2014 patient received treatment for : pain , abnormal bleeding, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on an unknown date: the essure device was successfujly occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record- chronic pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- vaginal discharge, pelvic pain, vaginal infection, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered: abdominal pain, pelvic pain and vaginal hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, (B)(6), cervical cancer, dysplasia, cervical intraepithelial neoplasia I, rectal pain, vaginal discharge, lower abdominal pain and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no. Of trailing coils on each side- right- 04 to 05, left- 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Event pelvic pain make incident. Outcome of event pelvic pain were updated. Reporter information, concomitant drug, medical history, treatment drug, lab data were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain'), pelvic inflammatory disease ('chronic pelvic inflammatory disease') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis human papilloma virus, cervical cancer, dysplasia, cervical intraepithelial neoplasia iii, rectal pain, vaginal discharge, lower abdominal pain and abdominal pain. Concurrent conditions included hip swelling and bacterial vaginosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008 and metronidazole (flagyl). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain /chronic"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pelvic inflammatory disease, abdominal pain, psychological trauma, anxiety, vaginal haemorrhage and depression outcome was unknown and the genital haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no. Of trailing coils on each side- right- 04 to 05, left- 03. Discrepancy noted in date(s) of removal from previous follow-up: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on an unknown date: the essure device was successfujly occluded. Concerning the injuries reported in this case, the following one were described in patient¿s medical record- chronic pelvic inflammatory disease. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- vaginal discharge, pelvic pain, vaginal infection, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: mr received. New event: chronic pelvic inflammatory disease was added. Medial history and concomitant drugs were added. On 18-nov-2019: pfs received. No new significant information added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.